Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element ¿ drug eluting stent was noted to have separated from the balloon during the procedure. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis entangled on the guidewire. The guidewire itself was "frozen" within the device. The stent protector was not returned for analysis. The entire length of the stent was damaged with the stent struts stretched deformed and distorted. The damage caused to the crimped stent is likely the result of extreme resistance encountered on withdrawal. The entire balloon profile was distorted and deformed out of original shape. The type of damage evident is likely to have been caused by significant resistance encountered during withdrawal of the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the guidewire was "frozen" inside the inner wire lumen. The guidewire was kinked in some locations and the inner wire lumen was stretched (necked) and kinked thus preventing the removal of the device off the guidewire. The bumper tip of the device showed signs of damage to the distal edge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis entangled on the guidewire. The guidewire itself was "frozen" within the device. The stent protector was not returned for analysis. The entire length of the stent was damaged with the stent struts stretched deformed and distorted. The damage caused to the crimped stent is likely the result of extreme resistance been encountered on withdrawal. The entire balloon profile was distorted and deformed out of original shape. The type of damage evident is likely to have been caused by significant resistance been encountered during withdrawal of the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the guidewire was "frozen" inside the inner wire lumen. The guidewire was kinked in some locations and the inner wire lumen was stretched (necked) and kinked thus preventing the removal of the device off the guidewire. The bumper tip of the device showed signs of damage to the distal edge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element ¿ drug eluting stent was noted to have separated from the balloon during the procedure. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.